Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The nellcor puritan bennett customer support engineer (cse) verified the error codes in memory. There was no report of any patient harm or injury. The cse replaced the bdu circuit board and the unit passed its acceptance tests.